Event description:
New information received notes that the patient presented to clinic for a follow up. It was noted that the right ventricular lead exhibited noise oversensing resulted in pacing inhibition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.